Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 7f sheath was returned within a plastic bag. The sheath brite tip was noted to be detached from the cannula, approximately 0.5cm proximal to the distal tip. The cannula exhibited evidence of cold shaping. It appears that some force,such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material to crack. The exact cause of the tip separation could not be determined. Cordis has initiated a complete product redesign following the recent recall. A lot history review revealed that one other complaint of this nature has been received for the products from this sterile lot number.

Event description:
During contralateral procedure within the iliac artery, the tip separated.